Event description:
Additional information received reports the wrinkled lens was found upon opening.

Manufacturer narrative:
The product was returned positioned incorrectly in the lens case and pressed against a post of the lens case. Torn optic and broken haptic damage were observed similar to damage from posts due to misalignment of the lens while closing. All product and batch history records are quality reviewed prior to product release. The lens was damaged. The lens damage may have been interpreted as the reported complaint of "wrinkled". Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was wrinkled. Timing and patient impact are unknown. Additional information was requested.

Event description:
Additional information received reports the wrinkled lens was found upon opening.

Manufacturer narrative:
This defect was found upon opening the device. This is not a device malfunction. No further updated reports will be submitted. The manufacturer internal reference number is: (B)(4).